Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: high frequency of short duration auto atrial high rate episodes. Also, count of 6,920 non-physiologic senses post lead warning. Impedance - high atrial impedance/resistance: maximum impedance of 1562 ohms during week ending (B)(6) 2011. Lead warning noted on (B)(6) 2011.

Event description:
It was reported that during device interrogation an atrial lead warning came up due to high impedance and a polarity switch had occurred. It was also reported that there was oversensing on the atrial lead with pocket stimulation/arm movement with sensing polarity in unipolar. The sensed polarity was left in unipolar and the pace polarity was changed to bipolar. The atrial lead remains in use. No patient complications have been reported as a result of this event.